Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic right hemicolectomy, at the 1st firing during the functional end to end anastomosis reconstruction, even though the doctor tried to fire, the device did not work and firing was unable to be performed. Although the cartridge was replaced, it was still unable to fire. Then the handle was replaced and firing was performed without problems. There was no patient injury.